Manufacturer narrative:
An attempt to reproduce the reported event by viewing patient's reports page with csr was conducted and confirmed the issue is not reproducible. This issue with carelink personal shows no data for the specified period is confirmed, as the investigation found that the user was not logged into their carelink account or had the sync to carelink feature disabled during the specified period. Data was not uploaded to the database, resulting in empty reports for that timeframe. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the acc-7333 carelink praas software version 6.0 software requirements, es11097doc version ag. Cause and or contributing factors: after conducting a thorough investigation, we found that the user was not logged into their carelink account or the sync to carelink feature was disabled during the specified period. We see the user's snapshots up until april 6th in the cosmos db. Then the server started receiving snapshots from the user on april 30, and we did not see errors related to the user during the period without data. Steps to resolve or recommendation: to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the user needs to monitor if he/she is logged into their carelink account in the guardian connect app and is the sync to carelink feature is turned on. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) css7200. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for css7200.